Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ob-gyn procedure on (B)(6) 2021 and suture was used. The muscular layer was sutured with suture. When the sixth stitch was sewn about 1 / 8 of the needle at the end suddenly broke, and 7 / 8 of the needle broke in the perineum of the pregnant woman. The nurse immediately pushed the pregnant woman to the b-ultrasound room, and took out the broken needle on the right wall of the vagina under the guidance of b-ultrasound. Another like device was use to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ob-gyn procedure on (B)(6) 2021 and suture was used. The muscular layer was sutured with suture. When the sixth stitch was sewn about 1 / 8 of the needle at the end suddenly broke, and 7 / 8 of the needle broke in the perineum of the pregnant woman. The nurse immediately pushed the pregnant woman to the b-ultrasound room, and took out the broken needle on the right wall of the vagina under the guidance of b-ultrasound. Another like device was use to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/19/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.